Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint (B)(4).

Event description:
It was reported that there had been two recent intra-aortic balloon (iab) failures. The customer stated there was no further information available. There was no patient harm or adverse event reported. A separate report will be submitted for the second iab failure reported.

Manufacturer narrative:
Occupation - (B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(6).

Event description:
It was reported that there had been two recent intra-aortic balloon (iab) failures. The customer stated there was no further information available. There was no patient harm or adverse event reported. A separate report will be submitted for the second iab failure reported.